Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's mother reported via phone call indicating that the customer's sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 182 mg/dl at the time of the incident. The caller states that the sensor read false readings of 212 and 98 back to back. The customer declined assistance from the helpline. The customer did not return the product back for analysis.